Manufacturer narrative:
Twenty (20) pcs of the batch retain samples were sampled and observed visually one by one and it was observed that the adhesive between the cannula and the needle hub of the hypodermic need is uniform and there were no gaps or evidence of missing adhesive. (2) rigidity and toughness testing: ten (10) samples were selected for cannula rigidity and toughness testing and needle hub connection testing. The inspection results (appearance, rigidity, toughness and firmness) of this batch all meet the requirements of the 7864:2016 standard. Since there are no abnormalities found in the retain samples of the affected lot that may cause the cannula to break or fall off and there were no defective product samples, pictures or video available for review. Potential root cause: needle was bent exceed the tolerance (in alignment with the testing standard, if the bending exceeds 20° or the needle deflection exceeds the [?]0.340mm limit during clinical use, there is a risk of breakage). CAPA-33 was initiated to investigate and implement methods to address needle cmp-22.

Event description:
The following is a legacy complaint ((B)(4)) that was investigated and closed in 2020 but is being re-opened in qualio because the incident should have originally been reportable event. Reference CAPA-34 for explanation. Complaint as reported: "we are a low cost spay/neuter clinic and use your needles specifically. We had a circumstance yesterday that one of my techs went to sedate a cat im for surgery. An exel 25gx5/8 plastic hub needle was used on a 1ml syringe. Ref:26403. After injection of sedation, and the syringe was pulled away the needle was missing off of the hub of the needle. We were not able to locate the needle in kennel, on floor, or around area. The cat was fully examined by 2 techs and our cet to feel for the needle possibly in the cat but was not located. Has this happened to any other users that you know of? What would protocol be for this? We informed owner of the situation but being a non profit, we do not have the capabilities of doing x rays or ultra sound to try to locate the needle in the cat. Advice and assistance on this matter would be greatly appreciated. This device was used on a veterinary patient; however, the device is for use on human patients, as well , so the complaint is being treated as for human use.